Manufacturer narrative:
The t:slim user guide states: "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off as anticipated due to low battery power. Reportedly, the customer had neglected to charge the pump. The customer's blood glucose (bg) level was 301 mg/dl. The customer chose to not eat lunch to address their bg levels. Reportedly, the customer's bg had stabilized to 204 mg/dl. After charging the pump, the pump turned on and the customer was able to load a new cartridge and resume insulin delivery.